Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the audio alarm sound was very low. The event occurred during testing and there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged upstream occlusion (uso) sensor, and a dented air detector. Functional testing was able to duplicate the reported problem. The device was more quiet than normal and does not meet device specifications. It was determined that the piezo was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.